Manufacturer narrative:
The type of pump is unknown therefore the date of manufacture and the serial number is also unknown. If the product information is obtained, the information will be provided in a follow-up report. The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the buttons on the keypad were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.